Event description:
The customer stated that the scp control panel failed to function during priming. The customer stated that, although the failure occurred during priming, he felt that pt injury might have resulted if the incident had occurred during bypass.

Manufacturer narrative:
There was no pt involvement. The customer stated that the scp control panel failed to function during priming. The customer stated that, although the failure occurred during priming, he felt that the pt injury might have resulted if the incident had occurred during bypass. Sorin group USA has requested that the equipment be returned for eval. Upon receipt, the equipment will be forwarded to sorin group deutschland for testing. A f/u report will be filed when info is available.